Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had been receiving ineffective stimulation. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.